Manufacturer narrative:
Argus case (B)(4).

Event description:
Swallowed a tablet [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6)-year-old male patient who received denture cleanser (polident active oxygen) tablet (batch number d35c, expiry date 31st july 2022) for product used for unknown indication. On an unknown date, the patient started polident active oxygen. On an unknown date, an unknown time after starting polident active oxygen, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident active oxygen. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: a lady called to say that her husband swallowed a polident active oxygen tablet. She wanted to know if anything could happen to him and what he should do in this case. She had contacted the pharmacy and the pharmacist told her that he had to drink a lot of water.